Manufacturer narrative:
The company sales representative visited the facility and was unable to observe replication of the reported event on 4 retinal procedures performed that day. The customer cancelled the service request. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system did not perform the intraocular pressure compensation during multiple vitrectomy procedures. There was no patient impact reported. The number of patient's involved is unknown. Additional information has been requested; however, further information has not been received. This report is being filed for a second surgeon experiencing the same issue at the facility.

Manufacturer narrative:
Additional information has been provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Further information was received indicating that priming was completed before the procedure began. There is no indication of the tubing being kinked, modified or taped to something. No blockages or flow issues were observed with tubing.

Manufacturer narrative:
Additional information has been provided in d.10, h.3, h.6 and h.10. Another service request (sr) was opened. The company service representative examined the system and could not replicate the reported event. The fluidics module was replaced as a preventative measure. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to have no problem; thus, the root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the issue occurs randomly; it occurs at the beginning, in the middle or at the end of the procedures. Iop compensation is activated but shuts itself off during the procedure for several seconds. This is noticed by the surgeon when the eye becomes soft. The surgeon discontinues suction and then the iop compensation reactivates on its own. Hypotony lasts a few seconds. There have been no long-term clinical consequences.

Manufacturer narrative:
Additional information has been provide in b.5. The manufacturer internal reference number is: (B)(4).